Event description:
It was reported that during a ulcerus colitis, lar procedure, the surgeon was going to staple the rectum low down in the pelvis, performing a colon resection due to ulcerus colitis. The surgeon proceeded to place the device and dialed down on the device until it was "in the green about half way down the scale". He then continued to fire the device, and after that cut of the rectum proximal. The malfunction was not discovered immediately, but became evident when the assistant surgeon put his finger up the rectum to check on the anastomosis. It went straight through. They examined the area and could not find any traces of staples in or around the rectum or in the pelvis and concluded that the instrument had been empty when fired. They sutured the anastomosis by hand, which caused the op time to go up to 6 hours instead of 3 hours. The operation was completed without any further incidents, and the patient was 24 hours after operation recovering as expected.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It is possible that an inadvertent movement of the firing trigger after disengaging the safety might have caused the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.